Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 30 mg/ml morphine at a dose of 0.192 mg/day and 25 mg/ml bupivacaine at a dose of 0.160 mg/day via an implantable infusion pump for post lumbar laminectomy syndrome and spinal pain. It was reported that on (B)(6) 2017 the rep was called to the hospital by a pharmacy hcp to make pump decreases and share info about pump mechanics. The patient had hospitalized for a suspected overdose showing the symptoms of lethargy and somnolence. The patient was given narcan earlier in the ER and she woke right up and was agitated. The patient was arousable and mostly oriented. The pump was decreased the evening of (B)(6) 2017 from primary drug dose of 1.85 mg/day to 1.44 mg/day which was the lowest simple continuous rate for 30 mg/ml concentration. On the evening of (B)(6) 2017 the rep was contacted again and obtained an order from the hcp to decrease the pump to minimum rate. Despite turning the pump down to minimum rate the patient was still somnolent on (B)(6) 2017. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6)2017. It was reported that the cause of the overdose type symptoms, including the requirement for narcan, was that the patient had sepsis due to bacteremia from cellulitis in the legs. Additional information was received from a manufacturer representative on 2017-may-24. The patient had been on preservative free normal saline (prns) and they were going to reduce the concentration and use the system contents procedure to clear the catheter and pump tubing.